Manufacturer narrative:
Technician support instructed the account to replace the brake casters. The account has not returned hill rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account stated that the caster wheels will not roll when in the locked position, but they will swivel around.